Event description:
Pt was scheduled for a bilateral implant exchange. Upon doing the surgery, the rt implant was found to be ruptured and the left implant was found to be intact. The pt had had the implants implanted 16 years earlier by a surgeon different from the explanting surgeon. Neither the explanting surgeon nor the pt knew who the MFR of the explanted implants was. The implants and any surrounding tissue were sent for routine pathology with nothing abnormal reported. Rptr's facility considers this to be a pt variance.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.